Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient felt stimulation in the toe and leg. The patient was recently implanted and was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.